Event description:
It was reported that the patient presented with discomfort and palpitations. Upon interrogation, it was noted that the pacemaker exhibited atrial fibrillation and atrial flutter due to pacemaker mediated tachycardia. Programming changes were made. The patient was stable.